Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. At the time of death, the patient was a resident at a long term care facility. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death. It was reported that one day prior to death, the patient "signed off" on dialysis therapy and that peritoneal dialysis therapy was not being performed at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and testing of the pneumatic system revealed all pressures to be correct and stable. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted. The cause of the reported problem could not be determined. The device was sent to service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.